Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that the lid on the axsym troponin-I adv kit lot#49238m200 failed to open causing an obstruction of the sample probe which generated an lls error. There was no impact to patient management reported.